Event description:
Medtronic received information from a literature article regarding the outcomes of transcatheter mitral valve replacement in patients with prior mitral valve repair or replacement. All data was retrospectively collected from a single center between december 2016 and january 2020. Of the 27 patients included in the study population (predominantly female, mean age 71.8 years), 3 were previously implanted with a medtronic surgical valve (hancock = 2, mosaic = 1) and 2 had been treated with a medtronic duran ancore annuloplasty ring. No unique device identifier numbers were provided. Among all patients in the study population, one death occurred within one year of transcatheter replacement due to a non-cardiac cause. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. All medtronic surgical valve and annuloplasty ring patients underwent transcatheter mitral valve-in-valve or valve-in-ring replacement with the edwards sapien 3 valve. The median time from surgical valve or annuloplasty ring implant to transcatheter replacement was 9 years (range of 3 to 15 years). Reasons for replacement included: stenosis (duran ancore = 1), regurgitation (hancock = 1), or combined stenosis/regurgitation (hancock = 1, mosaic = 1, duran ancore = 1). Additionally, the authors noted elevated transmitral gradients at baseline. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: aalaei-andabili sh, et al. Transcatheter mitral valve-in-valve and valve-in-ring replacement: lessons learned from bioprosthetic surgical valve failures. J card surg. 2021 nov;36(11):4024-4029. Doi: 10.1111/jocs.15904. Epub 2021 aug 8. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated information: b5. Additional information received from the physician/author confirmed that medtronic product did not cause or contribute to the one death observed during the study. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.